Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. No conclusions could be drawn.

Event description:
It was reported that approximately 60 months post implant of a bifurcated device, two suprarenal aortic extensions and two infrarenal aortic extensions, a post-operative computed tomography detected an aortaenteric fistula. The patient was treated with an infrarenal aortic extension. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.